Event description:
Pt. Undergoing egd in endo. Physician took a picture with the scope in pt. While doing procedure, passed biopsy forceps. Did not realized the picture was frozen and kept advancing the forceps. Physician said at the time that a perforation was possible.